Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown ; date implanted - 1987; PMA/510(k) number; manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00534 & 03438).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a left total hip arthroplasty in 1987. Subsequently, patient was revised on (B)(6) 1992 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2010 due to loosening of the femoral stem and acetabular cup with acetabular bone loss. All components were removed and replaced with competitor product and a biomet calcar, femoral stem and modular head.